Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instruments were returned in good physical condition. The instruments were cylced, fed, and formed the clips within desgin specificatioin when testedl. It was concluded that the instruments were conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
The device was used during a laparoscopic cholecystectomy. The clip would not fully form when applied to structure. The surgeon squeezed as hard as he could. After 3 or 4 malformed clips, applier began working properly. There was no consequence to the pt.